Event description:
It was reported the ECG (electrocardiogram) is noisy. Changing the ECG cable was tried but it did not work better. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis not able to confirm the ECG (electrocardiogram) is noisy; programmer passed functional testing. Analysis found the system fan is noisy. (B)(4).